Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating that the when the needle plunger was removed from the three proglide devices after deployment, suture breaks were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices referenced, are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with three proglide devices, using the pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the "suture mechanism" did not work on all three proglide devices. Three additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 12f. The tavi was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.